Manufacturer narrative:
"An attempt to reproduce the reported event using the care partner app with 3.2.0[1284] prod build installed on iphone 14 (ios 16.5.1) was conducted and confirmed the issue is reproduced and its expected behavior. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements (srs doc: (B)(4), agile doc: (B)(4). We have conducted a thorough investigation and can confirm that the iphone 14 device running ios 17.4 has been designated as a greylisted device, as per the whitelist. This implies that if an untested software version error occurs on the cp app, we can simply click on the ""ok"" button on the screen and continue using the app without any issues. Additionally, we have checked the most recent patient data on the cp app, and we have observed that they are able to view the data on the app without any problems. We have informed the helpline team member that please convey the message to the customer that we are getting an untested software version which is expected behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer was unable to access the web page and had no internet connection. Troubleshooting was performed but the issue was not resolved by force closing the app. No harm requiring medical intervention was reported. The customer will continue using the device and the device will not be returned for analysis.